Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This record is a duplicate entry of MDR number 2938836-2013-00176. This record should be deleted/retracted and the information can be found in the supplemental report for MDR number 2938836-2013-00176.

Event description:
It was reported that patient received an alert merlin.net transmission showing non-sustained lead noise episodes and securesense inhibition of therapy from noise. Review of the egm showed noise on the rv bipolar egm channel. The patient received inappropriate atp therapy due to noise on one episode. It was also noted that the rv lead was previously capped and was now rubbing against another lead, which was generating the noise observed.